Manufacturer narrative:
As no additional information is expected, our investigation is complete. This record will be updated if additional information is received.

Event description:
It was reported that during a follow up visit, pacing impedance on this right ventricular (rv) lead was found to be greater than 3000 ohms. Thresholds has also increased. Pacing impedance increased dramatically between (B)(6) 2018 and (B)(6) 2019. The physician reportedly planned to continue to monitor the patient and would consider revising the lead at the patient's next device replacement procedure. No adverse patient effects were reported. This rv lead and the associated implantable cardioverter defibrillator (ICD) remain implanted.

Event description:
This supplemental report is being filed based on this lead being surgically abandoned and replaced.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.